Manufacturer narrative:
A ge svc rep performed an on site investigation. The power supply was replaced during the svc call. The sys was tested and found to be working as intended and put back into svc.

Event description:
The customer reported, the sys would not allow fluoroscopic x-ray to be produced. There is no report of pt injury or death.